Manufacturer narrative:
The additional proglide device referenced are filed under separate medwatch report numbers. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with three proglide devices, using the pre-close technique, via a 5f sheath prior to an interventional electrophysiology (ep) ablation for ventricular tachycardia procedure. Reportedly, a suture break occurred with all three proglide devices. A large hematoma developed. The hematoma was treated with manual arterial compression. Hemostasis was achieved by applying manual compression. The ep procedure was not performed. There was a clinically significant delay in the procedure or therapy. There was no adverse patient sequela. No additional information was provided.